Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple auto mode switch episodes were observed during a follow-up in clinic due to oversensing noise from the atrial lead. The noise was not reproducible and suspected to be from external emi. Programming changes were recommended and the asymptomatic patient will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the device was explanted and replaced. The device had inappropriate auto mode switch issue and it is on an advisory list. The physician elected to explant the device to prevent any potential issues. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of noise, mode switch, and premature depletion could not be confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the field event remains undetermined.